Event description:
Spontaneous call from (B)(6), cnss. Both cadd ms3 pumps lost programming even with batteries in sn (B)(4). Attempted to reprogram but pumps would not allow cnss to get to delivery program option. No adverse event reported. Nurse ensuring functioning pumps so that patient would be ready for discharge. Not known if patient was started in hospital (we know patient not started on (B)(6) pumps after malfunction). No backup (B)(6) device available. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.